Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer and identified the failure mode as a defective ise mix bar. The fse replaced the ise mix bar to resolve the issue. Patient age, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na) and chloride (cl) on their au680 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.